Event description:
It was reported that this inflatable penile prosthesis exhibited fluid loss; the reservoir and pump were empty. The device was explanted and replaced. The source of the fluid loss was not identified. No patient complications were reported in relation to this event.